Event description:
The securement device suture part of the catheter has a detachable piece that comes off and the catheter can move through the piece. The suture site attached to the catheter also spins and can lead to catheter dislodgement. In this case, the suture site was secured by only the detachable piece and came out. This has happened previously.